Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events, and are serious injury events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 2 malfunction events. 2 events involved fracture of the device or a component (device problem code: (B)(4)), specifically the mount component (device problem code: (B)(4)). In 2 events, a fracture of a device or device component was found during evaluation. In these 2 same events, a stress problem was identified during evaluation. In 2 events, these are known inherent risks of the procedure.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. This report summarizes 2 malfunction events in 2q 2020 where patients' experienced endosseous dental implant failure.